Event description:
It was reported following a percutaneous procedure a 6f angio-seal vip was used. The patient underwent surgical intervention sometime later and the angio-seal anchor was removed. The reason for the surgical intervention is unknown at this time. Additional information has been requested.

Manufacturer narrative:
A follow-up medwatch will be submitted at the completion of our investigation.